Event description:
Customer reported that they woke up in the morning with the insulin pump off and the battery out. Customer's blood glucose reading was 402 mg/dl and was treated with manual injections. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.